Event description:
The customer reported the system displayed a precharge error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset a tripped circuit breaker and cleaned and regreased the high voltage cable connectors. The system operates as intended.